Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a los of therapeutic effect. Patient experienced a loss of bladder control. Patient used program 3 at 3.2 volts and turned stimulation up to 3.7 volts. Patient believed another patient at the nursing home may have had a pacemaker but there was no confirmation. Patient's status was unavailable at the time of report. Additional information has been requested and will be made as follow up as it becomes available.